Event description:
It was reported the pt's pump was replaced in 2008 due to it being "defective". No further info was provided. Add'l info has been requested but was not available on the date of this report.

Manufacturer narrative:
The serial number is included in the range for the synchromed el pump motor stall due to gear shaft wear mfg prior to/beginning 1999 physician communication (dated 2007).